Manufacturer narrative:
DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution. The reported failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo device's screen garbled, and it became inoperative. There was no harm or injury reported. The device was not in patient use. The device was returned for evaluation. The evaluation found that the device had been replaced with a backup device, and there are no problems with use. Device replacement was performed, and the relevant device was checked. No reproducibility was observed. As a result of an inspection for the main unit, reproduction of the reported issue could not be confirmed. By checking the event log, there were errors indicating abnormalities in the device recorded. The display and display pca were replaced as preventive recurrence.